Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 14 months post-implant of vad-52684, it was reported that the patient expired after the confirmation of pump thrombosis and sepsis as the patient and the patient's family did not want any further treatment.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.